Event description:
It was reported that the patients spinal cord stimulator (scs) was becoming more superficial and tender to the touch. Inadequate stimulation was also noted. The patient underwent a replacement procedure wherein the new ipg was implanted to left side pocket. The patient was doing well postoperatively. The explanted device was discarded of per facility protocol.